Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They woke up to a blood glucose level of 333 mg/dl. Their blood glucose level went up to 487 mg/dl. They had changed the infusion set. They had been treating with the insulin pump. The customer¿s current blood glucose level was 466 mg/dl. Troubleshooting was performed. When they ran the manual prime/fill tubing process they received a compromised force sensor system alarm. The customer stated the drive support cap appeared to be normal. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to prime alarm. The insulin pump was received with normal operating current, passed self- test and off no power test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.